Event description:
The account alleged the bed will slowly drift at times. He has sprayed degreaser on the drive and drive brake assembly, and it did help, but it still drifts occasionally.

Manufacturer narrative:
Technical support instructed the account to disassemble the brake assembly, degrease and wipe each part off and then apply a small amount of red lithium to the screw and thrust bearing. Repairs have not been completed.